Event description:
The customer reported that the system's plug was damaged and causing the system to be non-functional. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply plug was retightened. The system was then found to be operating as intended.